Event description:
Caller reported that the cartridge was not fitting properly on the pump, with the cartridge not fully snapping into place. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was assisted by technical support, which involved inspecting the pump and cleaning the pneumatic tap area, removing an o-ring that was causing the fit issue. Unable to find the original cartridge, the customer filled and loaded a new cartridge, successfully resuming insulin therapy.